Event description:
The customer reported that the device "can't charge power". This could indicate that the battery would not charge. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).